Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the stomach during a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be deflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the stomach during a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be deflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon failed to deflate. Block h10: investigation result the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 16mm from the tip. After functional testing, the balloon was able to be deflated without any problem. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. It is unlikely that the device failed to deflate as the physical condition of the balloon (pinhole) inhibits it from maintaining air pressure. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the stomach during a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be deflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon failed to deflate. Block h10: investigation result: the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Visual inspection of the device noted evidence that the device had been used as the balloon was received unwrapped, indicating that the balloon had previously been inflated and deflated. There was no damage found on the catheter. Microscopic evaluation of the device revealed that the balloon had a pinhole located approximately 16 mm from the tip of the device. There was no other damage observed on the device. The device was connected to an alliance inflation system for functional testing. Functional testing found that the balloon could be inflated but was unable to hold its pressure due to the pinhole located in the distal section of the balloon. No other problems with the device were noted. It was reported that the balloon could not be deflated during the procedure but, this could not be confirmed as the balloon had a pinhole. This physical condition inhibits the balloon from maintaining air pressure and functionality cannot be tested. It is possible that factors encountered during the procedure, such as the excess pressure, interaction with other devices, or anatomical affairs could cause physical damage to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a pinhole during the procedure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing a pinhole. Therefore, the most probable root cause of the balloon failing to deflate is cause not established. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.